Event description:
It was reported that during a da vinci-assisted surgical procedure, the fenestrated bipolar forceps instrument had no power. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: there was no arcing observed.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have the instrument failed the electrical continuity test intermittent, indicating an interrupted electrical pathway between the instrument pins and grip tips. The continuity test was performed on each grip and current flow was not detected across one grip tip. There is obvious damage to the conductor wire insulation at the yaw pulley. There was no fragmentation of the insulation, and the internal conductor wires were not exposed. Fa found additional observations that were not reported and are not related to the customer complaint: the instrument was found to have charring and localized melting at the yaw pulley. The complaint was confirmed based on failure analysis. The probable root cause of the conductor wire being broken at the proximal end is attributed to the manufacturing process. Breakage can result from pinched or kinked wires.